Manufacturer narrative:
It was reported that the ventilator was not working. There was no patient harm. Our field service engineer (fse) investigated the issue further and found it was found that the issue was caused by dirt in the expiratory cassette membrane. The membrane was cleaned and refitted. The ventilator was tested thereafter and it passed all functional and safety tests, hence it was returned for clinical use. It is very important that the expiratory cassette membrane is clean. If there is dirt particles on the membrane it may not seal the membrane seat correctly causing leakage in the expiratory cassette. The root cause of the issue has been identified and resolved.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer's ref. #: (B)(4).